Event description:
It was reported that positioning/placement problem occurred. The target lesion was located in an unspecified vessel. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. During inflation, it was noted that the balloon slipped at the lesion. The device was removed. The procedure was completed with an unspecified size flextome cutting balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).